Event description:
It was reported that during setup of the ilet bionic pancreas, a dexcom g7 continuous glucose monitor (cgm) sensor that had been previously connected to a tandem pump failed to pair with the ilet, with one pairing attempt failing, and the user was advised to power down and remove the tandem pump from proximity and allow additional time for pairing, consistent with an intermittent communication failure involving the antenna/electrical communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the g7 and the ilet characterized by intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.